Manufacturer narrative:
(B)(4). Visual inspection determined that the impactor is fractured. This device was used for treatment. Based on the lot number the impactor has an approximate field age of 7 years and 1 months. Fractures of this device were previously investigated as part of a corrective and preventive action. A new part has been designed and released to replace this impactor. Complaints of this nature are monitored in order to identify potential adverse trends. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the glenosphere impactor head broke during surgery.